Manufacturer narrative:
Pump received with critical pump error due to moisture damage on the electronic assembly. Also pump received with moisture damage on the battery tube, motor, vibrator and keypad assembly noted. Unable to perform the functional testing, including the self, sleep and current measurement, displacement, rewind, basic occlusion, occlusion, prime, force system sensor and excessive no delivery tests due to critical pump error. Pump received with scratched case, pillowing keypad overlay, keypad overlay texture damage, cracked case behind the pump near the battery compartment, cracked battery tube threads and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was dropped in water. The customer's blood glucose reading was unknown at the time of incident. No further details provided.